Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and determined a shorted capacitor designator c58 was the cause of the reported issue.

Event description:
During upgrade of the customer's device physio-control observed the device power module fail. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.